Manufacturer narrative:
(B)(4).

Event description:
The manufacture representative previously reported the lead was tested intraoperatively which showed no patient response; the healthcare provider decided to abort the case. The new implantable neurostimulator (ins) was opened prior to the case being aborted and had not been connected to the lead at any time. The ins was to be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0a31s, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported patient had revision on the day of this call due to unknown reason. The reporter had no idea why they were doing a battery revision. The patient was indicated for gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from a healthcare provider via a manufacturer representative reported that after testing the lead, the doctor pulled the lead and then aborted the procedure. There was no patient injury and the patient recovered without sequela. The implantable neurostimulator (ins) that was implanted in the patient prior to the battery revision was not returned to the manufacturer; the new ins that was opened prior to the case and had not been connected to the lead was returned to the manufacturer.